Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. Passive tracking was reduced to less than 6 feet after warm up during a functional test. The psu passed an aak test at .38mm but with high line separation of 2.61mm. The line separation was adjusted to .03mm. The psu passed subsequent functional and aak tests and is now fully functional. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic rep called in to report that the site told her that the camera was not tracking instruments. The site swapped the cameras during the case, and it worked properly for them. The rep checked out the system and it was working properly and tracking all instruments (green status). She said she checked cables and connections and everything looks good. Estimate the delay in the case at least an hour. The case was completed with the navigation system and there was no impact to the pt.